Manufacturer narrative:
(B)(4) - secondary surgery, low, lens rotation. (B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting and lens rotation. The lens was exchanged for a longer lens. See MFR# 2023826-2011-00304 for left eye.